Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump went into threshold suspend when blood glucose level was 189 mg/dl and sensor glucose level was 63 mg/dl. Customer stated that the insulin pump went into threshold suspend multiple times the day before the call. No further information was provided.